Manufacturer narrative:
Concomitant medical product: product ID: 37746, serial# (B)(4), product type: programmer. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient programmer (pp) would not power up. The patient did not have batteries available at the time of the call. The patient was using heavy duty batteries that they had switched out the night before. The patient stated they used that kind before. The patient reported that when they lays down stimulation gets stronger and makes their legs jerk. The patient stated it was when they rolled over and laid on the ins or on a certain side. The patient stated that the ins was in their hip and last night ((B)(6) 2018) they could not sleep due to not being able to use the pp to turn stimulation down. It was further reported that the patient changed the batteries and the screen continued to remain blank. They did not hear a beep when they inserted the new battery. The patient stated that the pp had been dropped before. No further complications reported or anticipated.